Event description:
It was reported that during central processing, the tips of the dissecting forceps instrument were not aligned. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint tips not aligning. The dissecting forceps instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.048 offset at the tips. The instrument was also found to have thermal damage on the bipolar yaw pulley. This failure is typically associated with mishandling/misuse.